Event description:
It was reported the customer had a signal too low alarm and an unexpected restart alarm on their insulin pump. Customer's blood glucose was 300 mg/dl at the time of the call. It was also found the customer had a no delivery alarm in their alarm history. The customer also stated their temp basal was not programmed before the unexpected restart alarm occurred. Customer was advised their insulin pump will be replaced due to the second occurence of the unexpected restart alarm. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.